Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/04/2019. (B)(4). Batch manufacturing records of vp2347/t8062 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. Investigation summary: to verify the complaint, results of retained samples were reviewed and no discrepancy was observed for sterility testing. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step like foil sealing process of the product. The sealing parameters i.e. Temperature, pressure and dwell time were well within the limits specified. The sealing die forming pressure and temperature was also found satisfactory. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. The sterilization run reports were reviewed and found to meet the specification. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. The above investigation and device history record review shows that there was no issue related to processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on an unknown date and suture was used for fascia port closure. The patient experienced infection after the surgery and pus formation. Additional information has been requested.